Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the stimulation kept turning off even when the implant was charged. Patient said the controller would still turn on, but the intensity levels would not change. Agent had patient unlock the controller and check the intensity level of each group. Patient was in group c with programs 1, 2, 3, and 4. Program 1 intensity was at 2.0, 2-2.2, 4-2.4 and 4- 1.1. Patient went back to try and increase stimulation. Patient confirmed that none of the programs were defaulting back to 0. When patient pressed the up arrow they saw settings not available. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.